Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient the "things have been fluttering like crazy". The patient noted that their cardiac resynchronization therapy defibrillator (crt-d) has been adjusted previously for the fluttering, but the issue continued. The patient further reported that the fluttering occurred when the patient was on their back or their left side. The crt-d remains in use. No further patient complications have been reported as a result of this event.